Manufacturer narrative:
(B)(4).

Event description:
It was further reported that events are not considered related to the watchman laa closure device. The reported cerebral ischemia was due to the patient's fall and the death was a long term consequence of the subdural hematoma.

Manufacturer narrative:
Upn corrected from unk727 to m635ws27060. Catalog/model # corrected from unknown to ws-2706. Device lot number corrected from unknown to 16748486. Device expiration date corrected from unknown to 02/17/2017. Device manufactured date corrected from unknown to 03/05/2014. (B)(4).

Event description:
(B)(6). It was reported that cerebral ischemia occurred post procedure. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2014. A watchman laa closure device was implanted. The patient experienced a fall resulting in right sided subdural hematoma and was hospitalized in (B)(6) 2014. The patient was transferred to another facility in (B)(6) 2014 and presented with decreased vigilance, very little eye contact and no verbal communication was possible. Dexamethasone and theophylline were administered. The patient¿s ability to communicate and the alertness increased. However, a cranial CT on (B)(6) 2014 showed a recurrence of cerebral ischemia in the right posterior region supplied by the middle cerebral artery, which could not be correlated with the clinical symptoms. The patient was discharged 4 days later to a nursing home. The patient died one week post discharge from natural causes.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that cerebral ischemia occurred post procedure. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2014. A watchman laa closure device was implanted. The patient experienced a fall resulting in right sided subdural hematoma and was hospitalized in (B)(6) 2014. The patient was transferred to another facility in (B)(6) 2014 and presented with decreased vigilance, very little eye contact and no verbal communication was possible. Dexamethasone and theophylline were administered. The patient's ability to communicate and the alertness increased. However, a cranial CT on (B)(6) 2014 showed a recurrence of cerebral ischemia in the right posterior region supplied by the middle cerebral artery, which could not be correlated with the clinical symptoms. The patient was discharged 4 days later to a nursing home. The patient died one week post discharge from natural causes.